Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implant date: (B)(6) 2020; 4968-35 lead implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.